Event description:
It was reported that the pump emptied 4 days before the end of infusion.

Manufacturer narrative:
Evaluation summary: the device involved in this complaint has been received and is being evaluated and investigated. The testing has not been completed by time of filing of this MDR. The information contained herein is based on the information provided by the initial reporter. It was reported that the pump flowed too fast, completing infusion 4 days early. If additional information is received pertinent to this incident, a follow-up report will be submitted.